Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis; type of fracture: compression fracture (intravertebral clefts) levels: l1 it was reported that during surgery posterior wall was damaged slightly and cement leakage occurred from the damaged part. The surgery was completed successfully with the original product. No patient complications were reported as a result of the event.